Manufacturer narrative:
This report is being submitted to correct/clarify the information in section b.5.

Event description:
It was reported that the patient recently presented to the hospital after receiving a shock from the cardiac resynchronization therapy defibrillator (crt-d) on (B)(6) 2025, for ventricular fibrillation (vf). The medical team questioned whether the observed atrial lead noise oversensing caused a long-short interval of sensing prior to the vf. Technical services (ts) discussed the need for in-clinic follow-up to review the noise artifact and possible perform provocative maneuvers, isometrics, etc. X-ray of the device system was also recommended. It was additionally noted by ts that the atrial noise and oversensing had not altered the timing cycle of the crt-d and the therapy for the vf appeared appropriate and unaffected. The daily measurements weren't showing clear evidence of compromised atrial lead integrity, though the noise/artifact dated back to (B)(6) 2024. The atrial intrinsic amplitude and impedance had been largely stable, with some outlier values of 0.3 mv and 21 mv for the amplitude. Review of the vf episode showed that the onset appeared to be driven by ectopic beats in the right ventricle (rv). It was additionally reported that the patient had presented to the emergency department with presyncope over the weekend of (B)(6) 2025. It was not felt that the presyncope was related to the lead noise and no new arrhythmias had been recorded since the patient had received the shock. The patient was then seen in-clinic on (B)(6) 2025. The noise could not be replicated with isometric testing or palpation of the leads and device header. X-ray also did not reveal any lead abnormalities. The crt-d programming was then optimized. It was planned to continue to monitor the patient.

Event description:
It was reported that the patient recently presented to the hospital with ventricular fibrillation (vf). The patient had received a shock from the cardiac resynchronization therapy defibrillator (crt-d) on (B)(6) 2025. The medical team questioned whether the observed atrial lead noise oversensing caused a long-short interval of sensing prior to the vf. Technical services (ts) discussed the need for in-clinic follow-up to review the noise artifact and possible perform provocative maneuvers, isometrics, etc. X-ray of the device system was also recommended. It was also noted by ts that the atrial noise had not altered the timing cycle of the crt-d and the therapy for the vf appeared appropriate. The daily measurements weren't showing clear evidence of compromised atrial lead integrity, though the noise/artifact dated back to (B)(6) 2024. The atrial intrinsic amplitude and impedance had been largely stable, with some outlier values of 0.3 mv and 21 mv for the amplitude. Review of the vf episode showed that the onset appeared to be driven by ectopic beats in the right ventricle (rv). It was additionally reported that the patient had presented to the emergency department with presyncope over the weekend of (B)(6) 2025. It was not felt that the presyncope was related to the lead noise and no new arrhythmias had been recorded since the patient had received the shock. The patient was then seen in-clinic on (B)(6) 2025. The noise could not be replicated with isometric testing or palpation of the leads and device header. X-ray also did not reveal any lead abnormalities. The crt-d programming was then optimized. It was planned to continue to monitor the patient.